Event description:
During follow-up, a high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of an inadequate capture threshold was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies with the exception of damages consistent with procedural damage.